Event description:
It was reported the pt experienced a shocking sensation when attempting to recharge the ins device in early sept. The exact location of the shock was unk. The pt began having telemetry issues. It was suspected the device was overdischarged. The device had not been recharged since early sept. Troubleshooting was being considered. Additional info has been requested but was not available on the date of this report.